Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Low bg cause was not known. Customer was treated with a glucagen injection and was subsequently hospitalized. The pump history was checked, and it was confirmed that the customer requested a bolus delivery of 2.9 units (u) instead of the 5.77u that the pump suggested. The customer¿s bg was on a downward trend, triggering the basal iq (biq) system to suspend insulin delivery; biq was working as intended. Additionally, it was reported that an occlusion alarm occurred. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.